Manufacturer narrative:
D9 - date returned to MFR: 2/25/2026. Two new devices were returned for evaluation. The devices were visually inspected and there were no anomalies were observed on both the returned sets. During functional testing, the reported complaint of leakage was not confirmed on both the returned sets. The complaint of leaks cannot be confirmed or replicated. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
Event occurred regarding a transpac it monitoring kit w/03 ml flush device, safeset reservoir, sampling ports and 71" (180 cm) red stripe pressure tubing where the reporter stated that they had another incident at colchester hospital yesterday with the arterial reservoir transducer system breaking and blood spilling everywhere. (All over 6 ceiling tiles and the patient). There was patient involvement.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.